Event description:
The customer reported that during use of this shaver blade during a knee arthroscopy, metal shavings were observed in the surgical site. It is believed that not all metal shavings were retrieved through irrigation and suctioning. There was no report of serious injury or significant surgical delay related to this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this shaver blade for eval and confirmed the reported problem of metal shavings. An examination of the blade found galling on the inner and outer tubes. The root cause of this failure could not be determined; however, metal shavings can occur if axial loading and excessive lateral forces are applied during use to the blade. The customer will be provided additional info on this device. Associated reports #: 1017294-2009-00101, 1017294-2009-00102.